Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. The reported patient effect of hematoma, tissue injury, ischemia and hemorrhage are listed in the prostar instructions for use as a known patient effect of use with suture mediated closure device procedures. Based on the information provided, a definitive cause for the reported issue could not be determined. In this case, failure to achieve hemostasis was possibly due to a poor vessel capture. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3 - date of event: estimated. D4: the UDI is not known as the part and lot number were not provided. Literature attachment: article title: "outcomes of using balloon-expandable covered stent for percutaneous treatment of access-site vascular injury after transfemoral aortic valve implantation: a single center experience".

Event description:
This study aimed to analyze the safety and efficacy of covered balloon-expandable stents (bxss) placement for access-site related vascular injury (asvi) after transcatheter aortic valve implantation (tavi) interventional procedures. One prostar device was placed per access site during the procedures. A total of 36 patients had access site complications that required covered stent implant. The procedures were performed between (B)(6) 2018 and (B)(6) 2020. Access site complications related to the prostar device and requiring implant of a non-abbott covered stent included the following: bleeding treated with stent-graft implantation, additional angioplasty, hematoma with skin damage at the stenting site, hematoma requiring surgical intervention, ischemia requiring intervention and prolonged hospitalization. The prostar device issues mentioned were failure to achieve hemostasis which required medical intervention. The article concluded that the use of balloon-expandable stent graft (bxs) related to access-site related vascular injury (asvi) seems to be a safe and effective alternative to surgery and may be a promising option for treating asvi after femoral tavi. Details are listed in the attached article: ¿outcomes of using balloon-expandable covered stent for percutaneous treatment of access-site vascular injury after transfemoral aortic valve implantation: a single center experience¿.